Event description:
Customer claimed that mattress, catalog rsm180s, was not properly holding air in middle section causing a pressure ulcer.

Manufacturer narrative:
Device not returned to MFR for investigation. No conclusion regarding cause of the malfunction can be drawn at this time.